Event description:
It was reported that the patient had an unrelated surgery and a catheter placed. Following the surgery, the device was not working, and the patient had discomfort with voiding. Upon cystoscopy, erosion was noted that was likely secondary to catheterization with the device activated. The patient had the artificial urinary sphincter (aus) removed due to urethral erosion and infection. A new aus was implanted on a later date. No further patient complications were reported.

Event description:
It was reported that the patient had an unrelated surgery and a catheter placed. Following the surgery, the device was not working, and the patient had discomfort with voiding. Upon cystoscopy, erosion was noted that was likely secondary to catheterization with the device activated. The patient had the artificial urinary sphincter (aus) removed due to urethral erosion and infection. A new aus was implanted on a later date. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. All components were visually and microscopically examined and tested for leaks. There was no damage or abnormality noted and no leaks were identified in the cuff of pump. Inspection of the remainder of the pump revealed no damage or irregularities. No visual damage or abnormalities or leaks were found with the balloon. The balloon did not pass pressure testing due to pressure higher than specification. Inspection of the remainder of the balloon revealed no other damage or irregularities that would affect its functionality. Based on the information available and analysis results, a functional issue with the balloon was confirmed. The reported patient symptoms of erosion, infection, and dysuria are known inherent risks of implant of these devices as noted in the device instructions for use.